Event description:
The philips field service engineer reported the backup battery failed testing, after the customer noted the charging led flashing. No patient involvement.

Manufacturer narrative:
(B)(4).